Manufacturer narrative:
(B)(4). Date sent 7/22/2025 d4 batch # z70065 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, eighteen(18) clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch z70065 number, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure that the ligaclip only fired 2 staplers in robotic case. There was no patient consequence reported.